Event description:
The patient left a voicemail on (B)(6), saying that she is in the hospital with very elevated blood glucose readings. She says she was hospitalized due to slow healing at the c-section site. She says that she thinks the slow healing is related to frequent elevated blood glucose levels and occlusion alarms over the past few weeks. She says that her blood glucose levels have been elevated from 400-500 mg/dl and feels a rapid heart rate and nausea related to elevated blood glucose. The pump has been replaced twice in the last month for other issues but the occlusion alarms continue. She says that occlusion occurs during basal and bolus delivery. The patient is currently on IV insulin while in the hospital. She says when she attempts to re-prime the pump she does not see insulin for a few seconds then it sprays out of the end of the tubing. She says she is changing her supplies every 3-4 days and uses apidra insulin in the pump. The patient reports that all cannulas have appeared straight. She denies any issues with skin sites. She says she will follow up with her doctor regarding advice on pump therapy and call animas back if she needed. This complaint is being reported because the patient alleged that the pump was giving frequent occlusion alarms and the patient reportedly suffered elevated blood glucose.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
D(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No occlusions occurred during testing. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirms sensor is detecting correct force. An occlusion was induced and pump gives appropriate visual and audible alert.